Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant procedure for a 29mm sapien 3 ultra resilia valve in the aortic position, during insertion of the esheath+ into the patient, there was difficulty. There was also resistance felt during insertion of the delivery system into esheath+ and the valve would not advance. After applying extra force, the operator used fluoro and noted the valve frame was bent. The valve (without delivery system) also punctured through the side of the esheath+. The delivery system and valve did not exit the tip of the esheath+. After removal of all the devices as a unit, a liner strand was seen on the esheath+. A new 16f esheath+ was inserted and a new 29mm sapien 3 ultra resilia valve was advanced and deployed without further complications. No patient injuries occurred, and the patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed the following: patient's access vessel had presence of calcification, tortuosity, and undersized vessels. Minimum luminal diameter (mld) 6mm required for 16f sheath per IFU. Two (2) strut(s) bent outward at the inflow side. Crimped valve exposed through sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the complaint for frame damage was confirmed based on relevant imagery provided. Available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.